Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarms. The customer's blood glucose was 108 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found insulin was unable to exit through the tubing when a new reservoir was applied. Customer stated they have applied three new infusion sets and reservoir, but insulin was unable to exit. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs and three opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.